Manufacturer narrative:
(B)(4)

Event description:
It was reported that during patient use, a ventilator generated a proximal line alarm. The patient was removed three times from the ventilator and manually ventilated while the proximal line filter was checked for moisture and none was found. The filter, circuit and flow sensor were changed. The ventilator then passed the extended self-test (est) and when the patient was placed back on the ventilator, it continued to have the same alarm. The patient was again and manually ventilated and transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.